Event description:
It was reported that three days post implant the patient presented to the ER (emergency room) with ¿left chest¿ pain. High rv (right ventricular) thresholds were observed. It appeared to the physician that the rv lead might be out in the pericardial space. At the revision procedure later that day the physician intended to reposition the rv lead but was concerned that there might be tissue on the helix mechanism. The lead was removed and a new lead was implanted instead. It was noted that once the lead was removed there did not appear to have any tissue in the helix mechanism and the helix appeared to move freely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the outer insulation of the lead was observed to have blood ingression and the visual summary analysis of the lead indicated damage at implant. Analysis comments noted that electrical resistance and cross continuity test results were within specification. Visual analysis found outer insulation breached and blood ingression in lumen. The breached insulation was occurred at the implant and it did contribute to the electrical complaint, high thresholds.

Event description:
It was reported that three days post implant the patient presented to the ER (emergency room) with ¿left chest¿ pain. High rv (right ventricular) thresholds were observed. It appeared to the physician that the rv lead might be out in the pericardial space. At the revision procedure later that day the physician intended to reposition the rv lead but was concerned that there might be tissue on the helix mechanism. The lead was removed and a new lead was implanted instead. It was noted that once the lead was removed there did not appear to have any tissue in the helix mechanism and the helix appeared to move freely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.